Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.33 cm in diameter fusiform abdominal aortic aneurysm approximately five months ago. Vessel morphology was reported as an infrarenal angle of 71.1 degrees; proximal aortic neck diameter immediately below the lowest renal artery of 23.2mm, distal aortic neck diameter immediately above the aneurysm of 23.8mm; 22.7-17 mm right iliac artery diameter; right femoral artery 14.5mm; 11.7 left femoral artery; 23.4-16.7 left iliac artery diameter; moderate right iliac artery tortuosity; mild left iliac artery tortuosity; 20% right iliac stenosis; 25% left iliac stenosis; 80% circumferential aortic mural thrombus/calcification at the proximal neck, and the crf states aortic neck length was 13.4mm. It was reported that a likely type 2, possible type 3 endoleak was seen on ultrasound and not corrected. A CT the following month showed no endoleak. An ultrasound eight months post index procedure showed that the type ii endoleak persisted, the stent was patent and there was no intervention. A recent ultrasound showed no endoleak. No clinical sequelae were reported, and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (anatomy related; type ii endoleak), inherent risk of procedure (endoleak), unapproved use of device (neck length was <(><<)>15mm). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak), user error contributed to event (neck length was <(><<)>15mm).